Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances started to increase in 2017. Technical services recommended commanded shock testing to test the integrity of the system. The patient was brought in for further troubleshooting and the physician planned to replaced the rv lead. At this time the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal segment of the lead was received; severed 11.2 cm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.